Event description:
General report received for an international affiliate of an unspecified number of undocumented incidents of leaks of radioactive agents. The report reads: "there has been at least 50 occurrence of leaking radioactive dye since list# 11301 (male adapter plug) came into their inventory in early february, 2005. The dye called technicium is injected into the pt intravenously. The dye is in a syringe with a 23 gauge needle. The needle is then spiked into the male adapter plug which is connected to the pt. When injecting, the dye is seen leaking out of the adapter and onto the floor. This dye is used in a cardiac test described as mibi test. In all events there was pt involvement, there were no adverse events reported, no air injected, no blood return, no blood loss. Treatment was delayed 15 minutes which caused back logging in the following tests." Through requested, no additional info was provided.